Event description:
Customer reported that "the test does not start after blood is applied" when using her adc meter. Customer further reported that because of being unable to test she experienced a loss of consciousness and a seizure. Customer reported self-treating with "metformin and a piece of candy" and denied third-party medical intervention. Customer also indicated that she has a seizure disorder. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).